Event description:
It was reported by the rep the product was used in a laparoscopy. It was reported that after normal use, the um201 was removed from the pt at the end of the procedure and discarded. On the third day post operative, the pt went to the surgeon's office, at which time, he removed the spacer ring of the um201 from her vaginal canal. The surgeon and the operating room staff that was in the room did not remember seeing the spacer ring at the original time of removal and did not account for it separately during an instrument count because they do not routinely perform a count during laparoscopy.